Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's hearing performance is affected. No incident of accident or trauma was reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Further investigation will be performed when the device is received for investigation.

Event description:
The patient's hearing performance was affected. No incident of accident or trauma was reported. The patient was re-implanted but the device has not been returned for investigation.